Event description:
A pt reported they were unable to receive a reading on their one touch ultra meter due to their meter allegedly having power issues. Per the customer's family member the battery contact is loose within the meter. There was no result on their meter as the pt was unable to test. No treatment reported. Customer stated that they have a back up meter and were able to obtain a reading on this meter. No further info has been reported. No serious injury or allegation of harm.